Event description:
Started getting severe tooth and facial pain. Went to dentist on oct 7th, they could not find any issues with teeth. Set up appointment with endodontist for further evaluation. Before I could meet with him, I became very sick and went to emergency room. They gave me pain medication and did cat scans of my head. Sent me to ent specialist. He said I had an infection and gave me pain meds, antibiotics, and steroids. I then saw the endodontist. After numerous scans, he found no problems with my teeth. I believe the infection was from my so clean CPAP cleaner. I had drainage from my left nostril, yet could not breathe from that side. After taking the medications and about 3 weeks of time, I have cleared up. I quit using the soclean on october 7th, after the visit with dentist and no known problems with teeth. I have not used the soclean since. Ent drained glans and tested for cancer. No issues. Decided I had an infection. FDA safety report ID # (B)(4).